Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false pause due to diminished r-wave amplitude, a false tachycardia episode due to undersensing, and oversensing of baseline noise. The icm remains in use. No patient complications have been reported as a result of this event.